Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the on/off button of subject device was locked in off position. The event occurred during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h4, h6. The device was not returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified: on/off button locked in off position and main switch unit failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: on/off button locked in off position due to main switch unit failure. The most probable cause of the malfunction is trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.